Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders were not crossing over to electronic privacy information center (epic). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders from the ed were not crossing over to epic. A technical support specialist (tss) ran a site down query indicated that message processing had stopped over an hour prior. Restarting the message service did not resolve the issue. The interface services utility was executed on the carefusion coordination engine (cce) server, after which messages began draining. Further investigation confirmed that messages were being received and acknowledged by the cce but were not being processed by the es server, likely due to a server-side processing delay triggered by a merge message. Approximately 24,000 queued messages were processed successfully, the queue was cleared, and normal operations were restored. The issue was confirmed resolved, and all stations returned to normal functionality. The system functioned as intended after the technical support specialist troubleshot the device.